Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 550cc. Flow rate: 4cc/hr. Procedure: bilateral mastectomy and place tissue expanders. Cathplace: subpectoral. ((B)(4)). Pt had a bilateral mastectomy and place tissue expanders procedure on (B)(6) 2010. Postoperative date of (B)(6) 2010, pt presented prurtis and a hint of jaundice on (B)(6) 2010. Physician indicated that the symptoms were related to the combination of marcaine dose, and length of administration combined with desflurane. Pts (B)(6) fully resolved.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore the device history records could not be reviewed. Conclusions: if add'l info pertinent to this event becomes available, I-flow will reopen the case report.